Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The patient had a taxus express2 drug eluting stent placed, unknown size, to an unknown vessel. Several days post procedure, the patient developed progressive fibropulmonary infiltrates and mild progressive renal dysfunction. The physician changed all of the patient's medications except for aspirin. Plavix was switched to ticlid. The patient's condition continued to worsen and was started on high dose steroids. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.